Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products were used during this study: carto mapping system. (B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(4) clinical study. It was reported that one (B)(6) female patient with medical history of symptomatic atrial fibrillation, and hypertension underwent pulmonary vein isolation procedure. The patient suffered cardiac tamponade during procedure which required a periocentesis. The principal investigator assessed this event as not device related and definitely procedure related.